Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Accuracy testing was performed. The customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published plus or minus 6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump.

Event description:
It was reported the device was being tested and did not meet with delivery specifications (reported inaccuracy rate was -11.15%). No patient involvement.